Event description:
It was reported by the patient that they installed the pump and "it all went haywire" and then he ended up losing the pump. The patient noted, he had a catheter revision in (B)(6) and two levels of fusion on (B)(6) 2012. Then the patient had a staph infection in the spine area because of the fusion, and the pump and catheter were both removed in (B)(6) 2012. The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).